Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that attempts to reposition an implanted impella cp were unsuccessful, as the pump was pulled into the aorta. The pump was explanted and replaced with a new pump. The patient survived.

Manufacturer narrative:
The cause of the positioning issue most likely was use related due to improper technique since the impella was pulled into the aorta during repositioning by the physician and wasn't able to reach optimal position.